Event description:
It was reported that this right atrial (ra) lead was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported. Additional information from the field indicates this ra lead exhibited noisy signals. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported.